Manufacturer narrative:
Additional device product codes: jdp, hwc. (B)(4). Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # 02.124.418s, lot # l327059: manufacturing site: (B)(4), manufacturing date: 21. March 2017, expiry date: 01. March 2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterilization documents were reviewed and no complaint related issues were found. The device was sterilized with gamma irradiation as required. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgery on (B)(6) 2017 and was implanted with a plate and unknown number of screws. On (B)(6) 2017, it was identified that the patient had infection. The infection was washed out, vacuum-assisted closure (vac) dressing, caused by metalwork. On (B)(6) 2017, the patient was back for further vac treatment. Pseudomonas was positive at time of debridement. Patient was revised on (B)(6) 2017 due to plate breakage (captured under linked complaint (B)(4)). Patient was revised to synthes expert retrograde/antegrade femoral nail (rafn) with spiral blade. This report is for one (1) 4.5mm va-lcp curved condylar plate this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation action & summary was conducted/performed. The report indicates that: the manufacturing documents of the received plate were reviewed and no complaint related issues were found. The documents show that the device was made out of implant grade material according to the norm iso 5832-1 for wrought stainless steel implants for surgery. The review of the manufacturing documents has shown that also the packaging and sterilization of the devices was made according to the specification. A visual inspection of the returned plate was performed and there were no damages like sharp edges or burrs that could have contributed to the mentioned infection. The only visible damage is the breakage, which is covered in (B)(4). The complaint is deemed unconfirmed as no product related issue could be detected. No evidence found that the infection was device related or product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.